Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed to open. A field service engineer (fse) inspected the unit, ran diagnostics, and performed a power cycle on the refrigerator. Once all items were loaded, the station was restarted. Diagnostics and a full operational test were completed successfully. The customer was asked to test the unit, during which it was found that shelf items were not available. The fse checked against another device and identified that the refrigerator was missing. The fse returned to the device and assisted the customer in loading the refrigerator, after which the customer was able to access the shelf successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed to open. Customer tried to reboot, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.